Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed experienced suspected bilateral rupture and unspecified illness post procedure. The patient was sick in an unspecified manner and explant was recommended by a physician. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-06594 for contralateral prosthesis report.